Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of eosinophilic peritonitis in a patient coincident with physioneal therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced eosinophilic peritonitis. Treatment was not reported. The cause was not reported. Action taken with physioneal therapy was unknown. The patient recovered from this peritonitis event.